Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer plate lens but the lens tore. There was no patient contact or injury. The cartridge had contact with the patient's eye but there was no contact with the lens. This lens is one of two lenses the surgeon used on this patient.